Manufacturer narrative:
The device was returned due to an ill-defined patient complaint. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. Further information was requested but not received.

Event description:
It was reported that that patient was feeling unwell due to alleged malfunction of the implantable cardioverter defibrillator. The device was explanted and replaced. Further information was requested but not received.